Event description:
It was reported that this patient was seen in the clinic for an ablation procedure, due to chronic ventricular tachycardia (vt). During the interrogation of the device, it was noted that there was over-sensed noise, which resulted in pacing inhibition on the right ventricular (rv) channel, and (rv) shock channel. Lead integrity testing was completed, with various maneuvers and isometrics. The noise could be reproduced, but not the oversensing. The physician reported wanting to discuss options with patients other primary electrophysiologist. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.